Manufacturer narrative:
Continuation of concomitant medical products: product ID 3986a60 lot# n142092 , implanted: (B)(6) 2008, ubd: 20-feb-2012, UDI#: (B)(4), product type: lead; product ID 37083-60 ,serial# (B)(4), implanted:(B)(6) 2008, ubd: 20-feb-2012, product type: extension; product ID 97712 , serial# (B)(4), implanted: (B)(6) 2016, ubd: 14-dec-2016, UDI#: (B)(4), product type: implantable neurostimulator; product ID 3708360 serial# (B)(4), implanted:(B)(6) 2008, ubd: 09-nov-2010, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient's previous system was fully explanted due to an infection. Hcp couldn't not identify what caused the infection. No further information was provided. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.